Manufacturer narrative:
Correction information: g6: follow up #1. H6: coding changed based on the investigation result. Evaluation summary: based on the reported content, it was determined that there was a problem with the processor, and that the system froze due to the unstable operation of the processor when executing the function assigned to the remote button. (Because the system is designed so that the entire system cannot freeze due to a failure on the endoscope side.) A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 27-apr-2022 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 27-apr-2022. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Per the initial report, physician had passed the scope all the way to the cecum and when he pressed the capture button on the scope the entire system froze up. Physician rebooted entire system and tried a second time to capture but froze system again. Third time the procedure was completed but physician did not feel comfortable trying to snap pictures again. As a result, scope was removed from service. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.